Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. However, factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. It was reported that the contrast mix used during the procedure was 10 ml of contrast, 30 ml of heparinized saline (1:3 ration). It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, since the contrast ratio used was less than the required percentage it is unknown if the IFU violation caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat the left anterior descending (lad) artery. A 2.50x15mm nc trek was inserted and inserted and advanced to the target vessel. The balloon was successfully inflated to an unknown atmosphere. However, the balloon was unable to deflate. The physician decided to remove the balloon without deflating it. No adverse events occurred due to removing the inflated balloon. A new nc trek was inserted and worked without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.